Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was experienced high and low blood glucose level and hospitalized due to blood infection for 14 days. Customer¿s blood glucose was 590 mg/dl at the time of incident. Customer was able to upload carelink successfully. The customer declined troubleshooting for high and low blood glucose levels and said will call back later. Customer reported that after the infection, the blood glucose level was running high and low. The insulin pump and sensor will not be returned for analysis.